Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015 lay user/ patient contacted lifescan (lfs) and alleged their one touch ultra 2 meter had an inaccurate control low issue. The complaint was classified based on the customer care advocate (cca) documentation. The reporter alleged the issue began on (B)(6) 2015. The patient alleged obtaining an inaccurate low control solution results of ¿107 and 102 mg/dl¿ with the subject meter with the control solution range for the subject lot being 108 - 144 mg/dl. The patient manages her diabetes with insulin pump. The patient confirmed that she did make changes to her usual diabetes management regimen in response to the alleged product issue; the patient decreased their dose of medication (¿2-3 dosage of tablets¿) due to the inaccurate low control solution result, date and time unknown. The patient claims she developed symptoms of ¿confusion, light headed and sweating¿ 3 hours after the issue occurred. The patent alleged self-treatment with glucose tablets/glucose gel on (B)(6) 2015. The patient also alleged another device was used, with a result of ¿180 mg/dl¿, this device was a doctors/clinic meter, the patient did not recall the date and time this was taken. At the time of trouble shooting, the cca confirmed the subject meter was set to the correct unit of measure, the test strip were not open past their discard or expiry dates and the test strips were stored correctly. The test strip vial was not found to be cracked or broken and the complaint handling system did not find the lot number to be suspected counterfeit. The control solution had not passed its expiry. The cca was unable to walk through a retest as the patient; the result was not in range. Replacement products were sent to the patient. This complaint is being reported because the patient allegedly developed symptoms suggestive of a serious injury after the alleged issue began.

Manufacturer narrative:
Follow-up # 2 - (03/20/2015). A DHR (device history record) was completed on 03/06/2015 for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 1 ¿ (03/04/2015). The patient¿s meter and test strips have been returned on 2/18/2015 and 2/26/2015, respectively, and evaluated by lifescan product analysis on 2/23/2015 and 2/27/2015, respectively, with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. The test strips involved with this complaint failed testing. The test strips were found to have results below range when tested with control solution. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.